Manufacturer narrative:
It was reported the needle detached from hub. To aid in the investigation, two samples with packaging blisters from b. Braun were received for evaluation by our quality team. A visual inspection was performed, one sample has the plastic shield and no defects or imperfections. The other sample has no plastic shield, and the needle is out of the needle hub. The needle has about 50% of the required epoxy. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the insufficient epoxy. A device history record review was completed for provided material number 303018, lot 2259569. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd precisionglide¿ needle the needle pulled out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: was issue being described noted before, or during used? The anesthesiologist was using this on a patient and while they were, taking the needle out the needle fell out of place. Was there any patient involvement? Yes. Any adverse events or serious injury reported to patient or healthcare professional? Injuries or adverse event: no. What was the patient outcome? The needle did not get stuck in the patient. Was there any delay of, or change in, the course of treatment due to this event? None noted. What procedure was being performed? Not noted. What medication was used in the procedure? Unknown. Was there any leakage? None noted.